Event description:
It was reported that the vns patient passed away on (B)(6) 2009. The cause of death and its relationship to vns are unknown. Follow-up with the funeral home revealed that the patient passed away from natural causes and that no autopsy was performed. The patient was buried with her device so no analysis can be performed. No further information relevant to the patient¿s death has been received to date.

Manufacturer narrative:
.

Event description:
The patient's death certificate was received indicating that the cause of death is aspiration pneumonia due to developmental delay.